Manufacturer narrative:
This is 1st of 2 report - for the first MDR.

Event description:
It was reported that during the procedure balloon catheter felt resistance during approach, so operator withdrew the device and at that time of removal, a crack was confirmed in the shaft part, so the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure balloon catheter felt resistance during approach, so operator withdrew the device and at that time of removal, a crack was confirmed in the shaft part, so the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection indicated that the outer of the balloon catheter shaft was noted to be wrinkled/deformed. Functional inspection indicated that the the balloon was able to be inflated and deflated without difficulty. The device was hydrated and there were no anomalies noted to the hydrophilic coating. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, during the procedure, the first flow gate was removed because there was resistance during the approach. At that time of removal, a crack was confirmed in the shaft part, so it was replaced. Additional information states that, continuous flush maintained throughout the procedure, the device was prepared as per the dfu, the device was confirmed to be in good condition prior to use and the anatomy was of normal tortuosity. The device was returned and the balloon catheter was not confirmed to be broken/fractured. The outer of the balloon catheter shaft was noted to be wrinkled/ deformed and the balloon was inflated and deflated without issue. An assignable cause of not confirmed will be assigned to the reported balloon catheter broken/fractured during use. It is probable that there may have experienced friction during use causing the damage noted the device. An assignable cause of procedural factors will be assigned to the reported balloon or balloon catheter friction and the analyzed balloon catheter damaged, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.